Manufacturer narrative:
Timeouts and a drive stall were observed in conjunction with an 0x40 alarm, indicating rotational sensor maximum open count exceeded. No damages were observed that would contribute to the 0x40 alarm. The high pulse width w/ drive stall and subsequent 0x40 alarm is confirmed as the root cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose (bg) level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was placed. The device was originally reported for high bg levels.